Event description:
I use the dexcom, g6 and the sensors do not stay on. If you are sweaty I have had numerous to fall off this. Something needs to be done about the adhesive. There is so much regulation of the sensors and the transmitters that it makes it hard to get anything accomplished if one falls off or has a sink problem with the unit. I've recently had an incident to where I replaced an old sensor and transmitter at the same time, and it failed. Therefore I called tech support and they did not login the fact that they instructed me to remove my sensor destroying the new one that I put on destroying the second one I put it on because of it not syncing it still, so I ended up using three of my four sensors for the month, they did not have any recollection or anything documented up about this. I got up 10 days later at the normal time to replace my sensor, I did so and everything worked fine, but I used up my entire month worth of sensors and I spent over an hour on the phone, trying to explain what happened and could never get them to understand. Please make adjustments to the reporting of these sensors to where it's easier to get new ones when they fall off from sweat, fall off from bumping against something because they are mounted on your stomach and are easy to knock off. Reference reports mw5115415 and mw5115417.